Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a non-medtronic carotid stent in conjunction with a spider fx embolic protection device during patient treatment. After the non-medtronic stent was deployed, the spider fx embolic protection device was difficult to remove from the non-medtronic carotid stent delivery system. The physician used a very long 6fr sheath to retrieve the spider fx embolic protection device, and the procedure was completed. No patient complications have been reported as a result of this event, and the desired level of patency in the carotid was established.